Event description:
The patient was undergoing a stereotactic biopsy procedure. The probe stopped cutting and the suction sounded defective. The technician checked the machine console (atec sapphire) to make sure everything was hooked up correctly, and then checked the vacuum container that held the breast biopsy specimens. The tech noticed a piece missing in the chamber of the device. A second tech was called into the room and remained with the patient as the first tech went to explain the situation to a surgeon. She told the surgeon she thought the metal piece got lodged in the chamber causing the breast tissue to get stuck. The surgeon came into the room and attempted to remove the probe from the patient's breast tissue. The breast area did give some resistance and appeared to puff up at the site. After some time and effort and moving the probe from side to side, the probe came out of the breast tissue. No tearing of the breast tissue was noted and the probe was removed intact. A new probe with a different lot number was brought in and the procedure continued without any additional problems. This is the second occurrence we have had with this product, however, there were two different lot numbers involved.